Event description:
It was reported to philips that the device had a possible ECG problem. There was no patient involvement.

Event description:
It was reported to philips that the customer was requesting information about a possible recall due to an ECG problem. There was no patient involvement.